Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right atrial (ra) lead exhibited noise oversensing resulted in inappropriate mode switch. No changes or intervention were reported. No patient consequences were reported.